Event description:
PICC line severed/broke off completely from the end cap where the IV infusions are connected.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Manufacturer narrative:
We received the catheter as faulty sample. It was visible that the catheter tube snapped at the pink adapter and was shortened distal to the 16 cm marking. Microscopic examination revealed rough fractured surfaces and also a protruding tip of the catheter tube indicating excessive tensile forces. There are various events that can lead to a snapped catheter: 1. Tensile force: which may be caused by: - dressing change- in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - in babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. Furthermore, the IFU states: - anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter to prevent kinking of the catheter if the patient flexes or bends the arm. - do not over stretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. Since no batch number was provided, documentation review cannot be performed. However, each catheter undergoes flow and leak testing during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. There are three further complaints regarding a snapped catheter tube at the pink adapter on product code 4g07126112 within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: microscopic examination of the returned sample revealed rough fracture surfaces and protruding catheter tip, indicating excessive tensile forces, with no indications of a manufacturing-related issue. Therefore, vygon germany gmbh quality management has not initiated a corrective action at this time.

Event description:
PICC line severed/broke off completely from the end cap where the IV infusions are connected. The line was still in the patient and thankfully enough it was secured with secure port IV to the skin so there was a little bit of catheter to grab onto with tweezers so that we could get the catheter to remove it.